Manufacturer narrative:
Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10885. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device and delivery system (wds) was advanced. The watchman laa closure device was deployed, but did not meet release criteria. When attempting to recapture it, they were not able to contain the entire closure device within the system; it had become stuck. The closure device was then re-deployed 5-7 times in the left atrium in attempts to recapture it, which was eventually successful with additional force applied. The procedure was completed with another 30mm watchman laa closure device and a different was. No patient complications were reported.